Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after insulin delivery was not observed on the paired application, and the patient¿s brother assisted with rewinding the ilet, inserting a cartridge, and filling the tubing after which insulin delivery resumed. Symptoms included elevated blood glucose up to 331 mg/dl without acute clinical effects. Outcomes included no hospitalization, no medical intervention, and no use of backup therapy or ketone testing, with high glucose reported for about five hours. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.